Manufacturer narrative:
G4:16mar2021. B4:02apr2021. The customer performed ventilation tests and found no problems, the device was put back into service. Multiple attempts were made to follow-up with the customer to obtain patient information; however, there was no response. If additional information is received at a later date, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12/22/2020.

Event description:
The customer reported proximal line disconnected error. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.